Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low gluc3 glucose hk result for one patient sample. The result from a second sample drawn for a glucose tolerance test was 3.5 mmol/l. The sample was repeated due to some tube problems in the laboratory. The repeat result for the sample was 5.0 mmol/l twice. The erroneous result was reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 203181. The expiration date was requested but was not provided. Review of the provided reaction monitor did not find a cause. Most likely, a too small sample volume was transferred into the measuring cell. As the repeat results were stable, a general reagent/application issue could be ruled out. A sample specific problem was excluded as the repeat results were acceptable.